Event description:
"2 minutes into a medication infusion the clave secondary port was found to be depressed and the infusion would not run. The pump stated ""proximal occlusion"".patient lost about 15-20ml of active drug. Delay in patient care."